Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up of an asymptomatic patient, noise was observed on the atrial lead. An automated mode switch had occurred as a result. The noise could not be reproduced in clinic. The patient would continue to be monitored.

Event description:
New information reported that during follow-up, a single instance of noise was observed. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.